Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was giving an "error 2" message. It is not known when the alleged meter issue started, if the reported issue was intermittent, and if the "error 2" message prevented the patient from testing his blood glucose. The patient did not take any specific actions to treat himself after attempting to test with the meter. Five days earlier, the patient reportedly had symptoms of feeling nauseated and visited an emergency room (ER). In the ER, the patient's blood glucose was tested on an unidentified device and a result close to "300 mg/dl" was obtained. The patient was treated with IV fluids. During the conversation with the customer care advocate (cca), the reporter mentioned that the patient was staying with someone else and using another meter. It would have been helpful to know the following information: the patient's testing frequency, his medication regimen, if the patient modified the regimen because of the meter issue, and when the symptoms started. In addition, it would have been helpful to know when the reported issue started, when the patient was last able to test with the meter, his last meter reading, when the patient started using the other meter, what readings the patient got on the other meter, and if the "error 2" message appeared when a test strip was inserted. The patient was using a correct technique for testing with the reported meter. The reporter noted that the "error 2" would appear on the meter while pressing the "m" button and without a test strip inserted. The meter was replaced. This complaint is being reported due to the following information: the reporter claimed that the patient had to seek medical attention due to the alleged meter issue. The patient was unable to test with the meter for an unknown period of time, had symptoms suggestive of hyperglycemia, and received medical treatment in a hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.